Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. It was alleged that the infusion device unintentionally delivered two boluses on the same day. The reporter alleged that at 21h00 and 22h00 the pump delivered two different boluses, for a total of 6.5 iu, which were not programmed by the customer. The customer experienced low blood glucose symptoms, however no treatment was required.